Event description:
A literature search for the esophyx device product family revealed a patient who developed aspiration pneumonia complicated by flash pulmonary edema requiring post-procedure hospitalization and medical management for five days following the tif procedure. No additional information was reported.

Manufacturer narrative:
The suspect device is not expected to be returned for evaluation. A follow up report will be submitted once the investigation is complete. A lot number was not provided, therefore, a review of product history and complaint database is not expected to be performed.